Manufacturer narrative:
The device was not returned to olympus for inspection, but the reported failure was confirmed following an inspection of the device by a remote technician. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: that a configuration was not carried out during commissioning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during the setup of their high flow insufflation unit prior to use, there was a lack of insufflation pressure. There was no patient involvement.